Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon pulls apart inside, have to dig to find all the missing pieces of tampon - vagina [foreign body in reproductive tract]. When I go to change my tampon, it pulls apart inside me [complication of device removal]. Tampon pulls apart [device breakage]. Case description: consumer contacted via e-mail and stated that when she went to change her tampon it pulled apart inside her. No serious injury was reported.